Event description:
My dexcom g6 is giving me erratic blood glucose readings to the point is causing me serious risk of stroke, heart attack or worse. The readings I'm getting can be 200 points off! The dexcom g6 is unreliable and should be investigated now! A diabetic blood sugars need to be tightly controlled, however the dexcom g6 I have deviated from my two blood glucose meters by up to 200 points. And this happens on a regular basis, to the point I'm considering contacting a malpractice lawyer. The FDA needs to recall the dexcom g6 and have them reissue the g4 or g5 which were much more reliable! Diabetes, diabetic retinopathy, gastroparesis. All made worse by unreliable blood sugar readings from the dexcom g6. FDA safety report ID # (B)(4).